Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly.

Event description:
It was reported that the insulin pump was dropped in the water and right after the device alarmed and had a blank display. Also, water under the display was noticed. No further information was provided.